Event description:
Customer reported a malfunction with the pump, displaying malfunction code 12. It was unclear if the issue affected blood glucose levels, as the customer declined to provide specific details. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence, and informed the customer about steps to take if the malfunction reoccurs. Due to the customer experiencing multiple malfunctions previously, a replacement pump was sent, and the customer was advised on how to proceed with sending back the faulty pump and setting up the replacement. The customer understood all instructions, including the use of manual daily injections (mdi) as a backup therapy and the storage and return process for the malfunctioning pump.